Event description:
Allegations of atypical neurologic-like disease, polyneuropathies, myalgias, sicca syndrome, nonspecific auto-immune condition, raynaud's like phenomenon, chronic fatigue, sleep disturbances, night sweats, chronic inflammatory response, breast infections, disfigurement, impairment of the immune system, complex surgical procedures, scar tissue capsulation, memory loss, cramping, tingling and or burning, loss of concentration and focus, anxiety, loss of sleep, depression, psychological and physiological sequelae, silicone toxicity syndrome and silicone implant disease.